Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient had rv lead noise that lead to 3 inappropriate shock deliveries on (B)(6) 2026. The patient was seen in office and ICD therapy was disabled. They remained in the hospital for a scheduled lead revision which occurred today (B)(6) 2026. During the laser sheath extraction the svc was inadvertently torn resulting in the patient expiring. There is no complaint regarding the device contributing to the expiration of the patient. The lead extraction was not completed, and there is no product expected to be returned. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.